Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs shows that alarm 389 no oxygen dosing is possible is active multiple times. Gas path test results shows that the safety valve is leaking at 26l/min. The safety valve was replaced. After the repair and complete calibration performed, issue was resolved.

Event description:
Customer reported alarm 389 no oxygen dosing possible in this unit. The gas path test result shows that the safety valve is leaking at 26l/min. At this time, no information available regarding patient involvement in this event.